Manufacturer narrative:
There was resistance in the sl-10 microcatheter (details unknown) so the micrusphere xl 18 system platinum microcoil 8mm x 25cm (ssr18082520/g12369) was removed. There was also resistance during the coil was pulled back in the sheath. Then the coil detached without any intention when it was withdrawn into the dpu sheath. The coil was safely removed. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design, or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
There was resistance in the sl-10 microcatheter (details unknown) so the micrusphere xl 18 system platinum microcoil 8mm x 25cm (ssr18082520/g12369) was removed. There was also resistance during the coil was pulled back in the sheath. Then the coil detached without any intention when it was withdrawn into the dpu sheath. The coil was safely removed.